Event description:
In 2009, the pt reported that, while trying to bolus 10 units of insulin, he received an e4 (occlusion) error on his infusion device and then an e8 (bolus canceled). He was assisted with clearing the errors and delivering the remaining amounts of his bolus. He stated that for the past 3-4 days he has had elevated readings as high as 401 mg/dl which was his reading this morning. Symptoms are extreme thirst but he stated he is also on 30 medications that dry him out too. He treats his readings by taking large boluses of 10-12 units of insulin, but his readings do not decrease to his normal range. He changed his infusion headset and tubing last night and changes both every 3 days. He tries to avoid scar tissue when inserting his headset. Troubleshooting did not find any product issues. On follow up with the pt the following day, he stated, he continues to have elevated blood glucose readings and he has not returned to his normal range. He said he woke up with a reading of 389 mg/dl and, although he has had no further occlusions, his readings have consistently been in the 300-400s mg/dl range all day. His most recent reading was 280 mg/dl. He stated, he currently does not have access to his backup infusion device but will switch to insulin injection therapy. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation. The infusion device was replaced and requested to be returned for evaluation.